Event description:
The surgeon was using a new trox screw. The inner face of the screw driver and the screw head keep stripping in.

Manufacturer narrative:
The actual device is not available to stryker for evaluation. Possible root causes could be: off-axis screw insertion. Too high torque transmission during insertion/final tightening. Damaged blade. Usage of the wrong screwdriver blade.